Event description:
The customer reported that there was a burning smell. The system was sparking when plugged into the outlet.

Manufacturer narrative:
(B) (4). The customer cancelled the device call.